Event description:
Boston scientific crm received info that this lead exhibited noise and oversensing that led to pacing inhibition. The pocket was opened to check that connection, and it showed that the lead terminal pin was not fully extended into the back of the device header. As of this date, the lead has not been returned.